Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1.2 was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer was failed. The field service engineer (fse) replaced the hard stop assembly for main drawer 1.2 and verified functionality using the hardware test application. The system functioned as intended after the field service engineer repaired the device.